Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp was evaluated by the facility's biomedical engineer (biomed) who has advised that his evaluation confirmed the reported issue. To address the issue the biomed replaced the purge assembly and tested the unit. The iabp was returned for clinical service.

Event description:
It was reported that prior to use on a patient a cs300 intra-aortic balloon pump (iabp) cannot run volume cylinder test. Customer was advised to swap safety disk and performed the condensation removal procedure; if the issue persists the customer was advised to replace the volume cylinder. There was no patient involvement, thus no adverse event was reported.